Event description:
It was reported to boston scientific corporation that an escape basket was used in a procedure, performed on (B)(6) 2021. During procedure, the device broke inside the patient's urethra and was taken out by the surgeon when it became stuck within the patient's urethra. All pieces were obtained. There were no known patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.